Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number:2017865-2020-19212. It was reported that the implantable cardioverter defibrillator and the right ventricle lead exhibited noise. Both implantable cardioverter defibrillator and right ventricle lead were explanted and replaced. Patient was stable.